Manufacturer narrative:
This report is submitted on march 23, 2022.

Event description:
Per the clinic, the patient experienced persistant headache. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on july 12, 2022.